Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The blood glucose results were 272, 170, 66, and 46 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.